Event description:
Near the end of a 41ml gavage ngt feeding, with only 6ml remaining in the syringe, the medfusion pump began alarming "occlusion." The feeding tube was not occluded and it was found that milk was leaking around the connection of the feeding tube and the pump. The pump then would not load a new syringe correctly and a new pump was used to finish the feeding. The malfunctioning pump was set aside on the counter and continued to leak milk from somewhere inside of it over the next few hours. It then became clear that the infant may not have actually received most of that feeding. Medfusion, (B)(4), u.s.